Manufacturer narrative:
Info with regard to the initial implant date was discovered during the course of the investigation. The resipump only was received and evaluated by the MFR. During functional testing three leakage sites were detected with the resipump. The first leakage site was at the serialized tubing's strain relief. The second leak was located at the resipump bladder. The third leak was at the resipump's septum. Microscopic examination of the device was performed. The cross sectional surfaces of the first leakage were rough and irregular, indicating a tubing tear. In addition, a loop of monofilament was protruding through the outer layer of tubing. The cross sectional surfaces of the other two leakage sites were uniformly striated, indicating contact with sharp instrumentation, such as a needle. Based on the received info and quality assurance's evaluation, qa concludes the following: 1) the leakage site at the serialized strain relief was the result of a tubing tear. The tubing tear would cause a malfunction while in-vivo, and therefore was a reason for removing the device. 2) based on the condition of the received monofilament, the serialized outlet was torqued. This torquing action contributed stress that contributed to the tubing tear. 3) the two leakage sites contributed to by instrument contact occurred sometime after implantation of the device. Qa is precluded from determining if these two leakage sites wer present while in-vivo, and therefore, precluded from determining if they were related to the reason for removing the device.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction", secondary to a "tubing break between right cylinder and pump". As reported to co, the entire device was removed and replaced with another co 2-piece inflatable penile prosthesis.